Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was performed. No discrepancies were found. No further action is required and this complaint will be closed. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
An end user reported circumferential redness under the mass. She said the redness was due to her difficulty removing the mass because it is adhering so well.